Manufacturer narrative:
The lss was replaced during a service visit and system testing showed the device met specification following the component replacement. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
Site reported the superdimension ilogic system would not recognize the patient sensors and the physician cancelled the superdimension portion of the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. The site further noted that prior to the procedure a damaged connection port on a system component, location subsystem (lss), was noted. If additional information pertinent to the incident is obtained a follow-up report will be submitted.